Event description:
Device issue: bent sheath splitter, exchange sheath splitting did not occur as expected. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right femoral artery after a diagnostic procedure. Reportedly, during hub-to-clip applier engagement the exchange sheath splitter blade had been bent. The exchange sheath could not be split completely and the clip was not deployed. The device was removed and manual compression was applied to achieve hemostasis "with a good result." There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.